Manufacturer narrative:
Additional information was obtained from follow up with the site¿s commercial valve clinic coordinator.the post tavr echo showed the device to be functioning well, and per report, the patient¿s death was not related to the sapien valve. The patient had a history of avm and gi bleeding. Her tavr went well however post procedure she had recurrent gi bleeding, renal failure, sepsis and eventually expired 23 days post tavr. There is no complaint against the edwards valve.

Event description:
As reported to the edwards implant patient registry (ipr), the patient passed away 23 days post tavr procedure. The cause of death is unknown at this time. Numerous unsuccessful attempts have been made to obtain additional information regarding the patient¿s death. No allegation has been made relating the patient¿s death to the sapien valve at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported to the edwards implant patient registry (ipr), the patient passed away 23 days post tavr procedure. Additional follow up reveals that the patient¿s death was not related to sapien valve. Per report, the patient had a history of avm and gi bleeding. Her tavr went well however post procedure she had recurrent gi bleeding, renal failure, sepsis and eventually expired 23 days post tavr. The post procedure echoes showed the valve to be functioning well.